Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced skin irritation around the pocket. The patient had discharge around the pocket site and the skin surrounding was itchy and had developed bumps. The patient went to the ER after two days with these symptoms and was told it looked like an allergic reaction to the dressings. The patient was placed on antibiotics and (B)(6).

Event description:
Follow up information received. The patient's skin irritation has resolved.